Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information to reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reoccurs.